Manufacturer narrative:
Other, other text: additional information received by smiths medical on 29 march 2021 via email that the reported issue was discovered during testing and no patient involvement. Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with wear and tear damage to water tank cover and line cord. The device was started with a visual inspection then filled reservoir with water, attached temp check, plugged in line cord, and turned on power switch to perform safety/electrical testing. The customer reported problem was confirmed. Visual inspection found damaged the device blank led. Investigator?s replaced the device pcb due to blank led, replaced water tank cover and line cord due to visual damage. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that the level 1 hotline low flow system had a broken led. There were no adverse events reported.